Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient was experiencing swelling in their abdomen at the pump site. There were no external factors that led or contributed to the event. The patient was seen in the healthcare provider (hcp) office and surgical exploration was scheduled for today (B)(6) 2021. The issue was not resolved at the time of the report. The company representative later reported that a cerebrospinal fluid leak (csf) was found at the entry site of the catheter. It was sutured. Additional information received from the company representative indicated that the swelling at the abdomen and the catheter site was due to the csf leak at the catheter entry site. Actions/interventions taken to resolve the csf leak included the hcp placing sutures at the catheter site to correct the issue and ordering an abdominal binder for the patient. The event was resolved and the devices remained implanted.